Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Imf codes corrected from f1203, f1901, f2203 to f1203, f1901, f2203, f08, f2301, f2303. Additional products in additional manufacturer narrative corrected from f08, f1203, f1901, f2203, f2301 to f08, f1203, f1901, f2203, f2301, f2303. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 31-jul-2022 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 01-jul-2017 h6: imf code(s): f08, f1203, f1901, f2203, f2301, f2303. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The second ventricular assist device (vad) outflow graft event reported in regulatory report # 3007042319-2021-01790 is a duplicate of FDA report number 3007042319-2021-03117. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately one month later, there was a second occurrence of outflow graft thrombosis. It was suspected that the second thrombus grew in the same location as the first one.

Manufacturer narrative:
A supplemental report is being submitted for additional information and investigation completion. Additional information b5 regarding further symptoms showed by the patient. Product event summary: the vad and the associated outflow graft were not returned for evaluation. Log file analysis revealed a decrease in power consumption and estimated flow starting on (B)(6) 2021 and 180 low flow alarms logged since (B)(6) 2021. Additionally, 16 high watt alarms were logged since (B)(6) 2021 following increases in pump rotational speed. Of note, the available log files only contained data through (B)(6) 2021. Information received from the site indicated that the patient presented with signs of left ventricular heart failure and a 2d echocardiogram, transesophageal echocardiogram (tee), and computerized tomography (CT) scan were performed and revealed a foreign material/thrombus within the outflow graft. The patient was treated with anticoagulation medication and the outflow graft was stented. It was further reported that, approximately one month later, there was a second occurrence of outflow graft thrombosis. The reported thrombus events could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to the thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the observed high watt alarms event can be attributed to inappropriate pump rotational speed and/or incorrect setting of alarm threshold. Per the instructions for use, device thrombus and worsening heart failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of device thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft - (B)(6) h3: yes h6: img code(s): g07001 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿outflow graft, medical device: model #: 1125 / catalog #: 1125 / expiration date: unk / lot #: unk, UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: unk. Labeled for single use? No. (B)(4). Additional information has been requested regarding the outflow graft lot number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with signs of left ventricular heart failure. An echocardiogram of 2d echocardiography, transesophageal (tee) and computerized tomography (CT) scan were performed and revealed a foreign material/thrombus in the ventricular assist device (vad) outflow graft (ofg). The patient had a sub-therapeutic international normalized ratio (inr) and was started on anticoagulation medication and received outflow graft stent. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.